Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5071 epicardial pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was high thresholds in the right ventricular epicardial lead. The lead was capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.